Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range, there were no instrument errors, and system checks passed. The cause of the discordant, falsely low ldi result is unknown, as the sample resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low lactate dehydrogenase (ldi) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on other dimension instruments to confirm the result, which resulted higher than the initial result. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low lactate dehydrogenase (ldi).